Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient would undergo surgical intervention to replace the ipg. The patient stated the reason for replacement was to provide improved therapy.

Event description:
Follow-up identified there was no alleged issue with the ipg. The patient underwent a cervical trial on (B)(6) 2018 to provide improved coverage. The trial was successful and patient will undergo a cervical system implant in a future date. The ipg remains implanted at this time.

Event description:
Additional information received advised that the patient underwent surgical intervention wherein the ipg was electively explanted and replaced for new technology.